Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, reprocessing could not be performed properly because the nozzle was clogged, and the foreign material remained in the nozzle and could not be removed. However, it was not possible to determine the specific root cause of the clogged nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue of the angulation not locking was not confirmed. The issue of the angulation play was confirmed. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The bending section cover adhesive had a gap. The universal cord had a scratch, and the switch box had a dent. Due to clogging of the nozzle, the water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a procedure the next day, the angulation on the evis exera ii ultrasound gastrovideoscope had play and locking issues. The angulation knob on the scope was rotated even after the knob was locked and there was play in the angulation. The procedure was not impacted. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient cleaning. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient cleaning noted at estimation.